Event description:
Device malfunction: filter basket detachment. Time of malfunction: during the procedure. Symptoms/ae: dissection and thrombosis. It was reported that during a renal dilatation procedure, upon removal of the emboshield pro filter delivery system over the barewire (emboshield pro filter delivery wire), the filter basket remained in place in the right renal artery. A lasso technique was used to get the filter basket removed. A dissection and thrombosis of the renal artery were noted and a thrombo-aspiration, thrombolysis and stent placement were performed. The physician felt that this occurred due to an "interaction" between the .014 bare wire and the filter basket. There were no adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not completed.